Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The patient was heparinized to an activated clotting time (act) of 300. A mitraclip xtw was inserted, and grasping was performed. However, after grasping the leaflets, smoke was noted in the atrium. Shortly thereafter, a thrombus was noted on the catheter of the clip in the left atrium. Due to the thrombus on the catheter, the physicians wanted to reduce manipulations of the clip due to the risk of thrombus dislodgement. Therefore, the clip was deployed on the mitral valve. The clip delivery system (cds) was then retracted into the steerable guide catheter (sgc). The thrombus appeared to remain attached to the cds as it was retracted into the guide and was removed. It was noted that additional heparin was administered after the thrombus was noted. The procedure was completed with one clip implanted, reducing mr to a grade of 2+. It was noted that the clip remained stable, and that the patient remained stable throughout the procedure. It was noted that the cause of the thrombus was unclear. No adverse patient effects resulted due to the thrombus. There was no clinically significant delay in the procedure.